Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that patient had PICC for 3 months at home, maintained by homecare. When patient came to hospital for removal, they described difficulty flushing the line, having to use two hands to flush the entire time patient was on IV antibiotics at home. Line removed and was found to have several kinks in the catheter.